Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that her high blood glucose was related to food. The customer's blood glucose was 420 mg/dl, which was treated with a 7 unit bolus. The customer stated that the insulin pump's belt clip broke and was advised that the belt clip would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.